Event description:
It was reported that the wireless recharger (wr) would not power up. The caller indicated that prior to calling they had the recharger plugged in and on the dock for about 1.5 hours. The caller stated that the battery light is not turning on and the recharger is not responding. The green light on the dock is illuminated when plugged into usb power. Technical services (ts) had the caller press and hold the power button on the recharger for 30 seconds. The battery light did illuminate when the power button was pressed but after the reset was complete the recharger did not respond. The caller put the recharger on the dock and it still did not respond or indicate that it was charging. The issue was not resolved through troubleshooting. The caller will return the recharger for analysis. The event was associated with a new out of box recharger. The device was not associated with a patient.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6) h3: analysis of the wr9200 wireless recharger (insr) (serial number (B)(6) ) revealed corrupted firmware. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.